Event description:
The customer reported that during acl reconstruction, the surgeon was implanting the screw with the 23 mm screw driver, part # (B)(4) into the femoral tunnel when the screw broke. The broken portions of the screw were recovered and the remaining portion was left in the tunnel for fixation of the bone plug. The surgeon's pa mentioned that he also cracked the 9 x 23 biosteon in the tibia. There were no adverse consequences to patient / user.

Manufacturer narrative:
Suspected root cause: this type of screw failure usually occurs when resistance to insertion is too high and the screw fails to advance into the bone tunnel, resulting in an excessively high insertion torque being applied which exceeds the strength of the screw.